Event description:
Pt care tech reported that during treatment on a system 1000 hemodialysis device, excess ultrafiltration (uf) occurred. During the treatment, the dialyzer clotted. The dialyzer was changed and pt's blood pressure dropped. The pt complained of chest pain and was administered a total of 1450 ml normal saline. The uf goal was 2.6kg. Actual uf was 4.65. Pt was administered oxygen and EKG tests were taken. Pt was ambulatory after 1 hr. There was no pt injury reported.